Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Event description:
It was reported that during the implant attempt, the lead had to be repositioned several times due to unacceptable pace/sense measurements. After multiple attempts, the helix would no longer extend smoothly. The lead was not used, and a different lead was implanted. No patient complications have been reported as a result of this event.